Event description:
It was reported that the left ventricular lead was causing diaphragmatic stimulation. The left ventricular lead was turned off. It was later reported that the patient was suffering fatigue, weight gain and shortness of breath. The left ventricular lead was removed. A new left ventricular lead was implanted. It was also reported that during the explant of the left ventricular lead, the right ventricular lead was repositioned and is still in use. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) the full lead was returned and no were anomalies found. Blood/body fluid was found on the distal conductor (not obstructed) and proximal conductor (not obstructed). The outer insulation was breached cut and there was apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.